Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent long-term right internal jugular catheterization. The catheterization process went smoothly. During the withdrawal, the catheter had a folded corner, and the flow rate was not smooth. After adjusting the angle of the catheter, the flow rate was acceptable after being connected to the dialysis machine. Nothing unusual observed on the device prior to use. Flushing was done with no abnormalities. There were no other defects/damages found on the product. No other products were being utilized with the device. No excessive forced was used on the device. Betadine was the cleaning agent used on the device. There was no leak. Tego was not utilized. No luer adapter issue. The insertion site was treated with betadine prior to product placement. The remedial action performed was to free the subcutaneous tissue at the kink to make the curvature more gentle. The treatment was able to proceed and complete because the product was able to be used. There was 2-3ml blood loss, and blood transfusion was not required. There was no reported patient injury.